Manufacturer narrative:
Findings: unit passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer. .